Event description:
A port-a-cath was implanted approximately 2 1/2 months ago. It was discovered that the port-a-cath was dislodged in the chest wall. The patient required surgical intervention. There were three patient events that I was advised of by one physician. This physician did not insert all three catheters, but was involved in all the cases and had knowledge of all three events.